Event description:
It was reported by the customer that when using the bd pyxis¿ es server, no new orders or patients were crossing over from meditech. The customer reported that the issue occurred when dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation, other occupation and section g report source. Upon investigation of the actual device used in this incident, it was determined that the station had software related issue. A technical support specialist dialed into the server and ran a server downtime query, confirming that all received messages and processing times were current. Orders were verified as crossing over, and the specialist confirmed visibility of patient orders in the system. The customer checked with staff and confirmed that the orders were now appearing at the station. No further issues were reported. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, no new orders or patients were crossing over from meditech. The customer reported that the issue occurred when dispensing medication to the patient. There were no adverse events or injuries reported based on this event.